Event description:
It was reported by service report that the fowler would not stay up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - microswitch. Conclusion - quote for repair submitted to customer.